Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning and parts replacement were performed. A definitive cause was not identified therefore the instrument ((B)(4)) was considered to be the likely cause. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c16000 analyzer.

Event description:
The customer reported a falsely elevated potassium (k) result generated on the architect c16000 on one patient. Results provided: k = 8.3 / 3.7 mmol/l; normal range: (3.5-5.1 mmol/l). No impact to patient management was reported.